Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The device met performance specifications. Based on a review of all available therapy log data, the cause of the increased intra-peritoneal volume (iipv) that was found during evaluation was determined to be insufficient drain-one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold, false empty detect / use error as the initial drain alarm setting was inappropriately programmed. A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate for the user error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3275ml. The fill volume was 2000ml, this meets iipv criteria. Product surveillance left a detailed message on 1/25/2011 to notify the nurse of the iipv event that was found during evaluation. No patient injury or medical intervention was reported. No further information is available.